Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Device not available as product was manufactured on or before september 23, 2014.

Event description:
Related manufacturer reference number: 2017865-2021-13139. It was reported that the asymptomatic patient presented via remote transmission. Upon review, the right atrial lead exhibited noise oversensing that led to inappropriate automatic mode switch and the right ventricular lead exhibited noise oversensing. Both leads exhibited low impedance. No intervention was performed. The patient was stable.

Event description:
New information noted that there was an additional oversensing episodes. Ventricular lead noise was suspected. No intervention was performed. The patient was asymptomatic and would be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.